Event description:
Per the clinic, the patient experienced an infection post-operatively at the implant site. The symptoms have since resolved, and the patient has resumed use of the device. No additional episodes were reported.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report filed (B)(4) 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, due to ongoing skin issues at the implant site. The patient was reimplanted with another device during the same surgery. This report is filed (B)(6) 2015. Device not yet received by manufacturer.